Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events rupture was received on march 09, 2026, with lot number 2935786. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis creases and deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "suspected extracapsular rupture" confirmed via MRI. This relates to the left side. The device was explanted and replaced by another company's device.

Manufacturer narrative:
Corrected data: g.3. Aware date in supplemental medwatch 2 should have been listed as 21apr2026.

Event description:
Healthcare professional reported "suspected extracapsular rupture" confirmed via MRI. This relates to the left side. The device was explanted and replaced by another company's device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis creases and deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "suspected extracapsular rupture" confirmed via MRI. This relates to the left side. The device was explanted and replaced by another company's device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "suspected extracapsular rupture" confirmed via MRI. This relates to the left side. The device was explanted and replaced by another company's device.